Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The health care professional (hcp) provided the code 1003 was not listed on the device report. Technical services (ts) advised this is because the code 1003 was cleared by the programmer used to complete the interrogation. The code 1003 will be re-triggered and this does not change the recommendation. The hcp commented they wish the code 1003 was sticky and could not be cleared. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. Ts recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. Additional information provided this pacemaker was subsequently explanted. Another pacemaker was implanted to complete this procedure. This device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The health care professional (hcp) provided the code 1003 was not listed on the device report. Technical services (ts) advised this is because the code 1003 was cleared by the programmer used to complete the interrogation. The code 1003 will be re-triggered and this does not change the recommendation. The hcp commented they wish the code 1003 was sticky and could not be cleared. The device still remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The health care professional (hcp) provided the code 1003 was not listed on the device report. Technical services (ts) advised this is because the code 1003 was cleared by the programmer used to complete the interrogation. The code 1003 will be re-triggered and this does not change the recommendation. The hcp commented they wish the code 1003 was sticky and could not be cleared. Additional information was received that technical services (ts) was contacted regarding updated guidance for this device. Ts recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. As of today, this device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.